Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) was 585 mg/dl. A manual correction injection was administered to address bg. Logs were reviewed and it was determined the pump shutdown due to normal battery depletion and shutdown alerts were confirmed. The customer continued to use the pump for insulin therapy.